Event description:
Boston scientific received information that the patient contacted patient services regarding a concern over a possible lead fracture or dislodgement after lifting 150 pounds uphill and feeling a sharp pain on his left side. Patient services instructed the patient to contact their physician regarding their concerns. It is unknown which lead that the patient has implanted may have experienced the issue. The field representative was unable to obtain additional information from the clinic.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.